Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
It was reported that during a pci procedure for in-stent restenosis, the tip of the maverick2 monorail balloon catheter detached. The lesion was located in a moderately tortuous, calcified and 90% stenotic distal right coronary artery (rca). Plain old balloon angioplasty (poba) was performed on a chronic total occlusion (cto) located in the proximal rca. The lesion was dilated with the maverick2 monorail balloon catheter. Insertion difficulties were experienced. The physician attempted to rewrap the balloon following removal to treat the lesion in the distal rca. The physician used the mandrel to rewrap the balloon, however, when the mandrel was removed, the tip of the balloon detached and remained on the mandrel. An 8fr goodman introducer sheath was also used in the procedure. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.